Event description:
It was reported that the device was explanted approximately after implant duration of 4 months, due to endocarditis; source unknown. Information learned per response from the surgeon.

Manufacturer narrative:
Device not returned.